Event description:
Patient had a remeex system implanted in late 2007 for stress urinary incontinence, nocturia, frequency and stage 2 rectocele. Patient had 2 previous bladder surgeries (1 was a bladder sling). Patient recently presented to doctor with ongoing vaginal pain and lower abdominal tenderness. The pain has been present for 2 years at the site of the subcutaneous box and became worse over the past 4-6 months. Patient also reports the box has moved out of its original position. She has rare stress leakage, usually with sneezing when she has a full bladder. Patient had removal of remeex controller box and mid urethral sling.